Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient was scheduled for a blood test at the hospital for a standing order from a doctor but not related to dexcom. When the results came out, the bg was 34 mg/dl and the cgm reading was 200 mg/dl. The patient couldn´t see at that point and his sight was all white. The patient was taken to the emergency room treated with IV lasix (furosemide, diuretic medication) and ate carbohydrates. The patient was discharged after 12 hours. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.